Event description:
Report received from the USA regarding an attachment device in which an unknown malfunction was observed. It was unknown to the reporter if the device was used in surgery. It was unknown if a spare device was available or if any delays in surgery were reported. It was unknown to the reporter if injuries or medical intervention were reported. The date of the event was unknown to the reporter. No additional information was available.

Manufacturer narrative:
The motor device was not received for evaluation. Therefore, the reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).